Manufacturer narrative:
The returned device was evaluated and inspection of the needle mechanism did not find any issues that would result in the cannula dislodging. No damages to the adhesive pad that would result in failure to adhere were observed. Inspection of the fluid path did not find issues that would result in high blood glucose levels or bleeding/bruising at infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 350mg/dl while wearing the pod on his arm for between 4 and 24 hours. She stated that the adhesive on the pod was coming loose around the cannula and that the cannula had been pulled out of his skin. When she removed the device the rest of the way, there was bleeding at the site. Treatment included replacing the pod and giving an injection of 1.0 unit. The device was returned for evaluation.